Manufacturer narrative:
Two complaint samples were returned from the same user facility for the same reported issue. Due to the lot number for each event being unknown, it is unknown which sample belongs to each complaint. The other event has been previously reported to the FDA in MFR # 1124841-2015-00285. The two lots received were tc04 and tc17. Investigations of both samples will be reported in this report as well as in the follow-up report of MFR # 1124841-2015-00285. Visual inspection was performed on both of the samples upon receipt, during which no anomalies were found anywhere on the devices. A review of both device history records revealed no production related anomalies. The actual samples were set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the samples were observed for any running sound anomalies. The sample with lot tc04 experienced abnormal squealing during the speeds of 1500 rpm's, 1800 rpm's, and stopped shortly into the interval of 2100 rpm's. During the testing of lot tc17, abnormal squealing could be heard during the first few seconds of the intervals of 2100 rpm's and 2400 rpm's. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; the complaint was confirmed. (B)(4). Method - actual device evaluated, visual inspection, acoustic noise testing. Results - non-functional defect. Conclusions - known inherent risk of procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to the initiation of cardiopulmonary bypass, the centrifugal pump started squealing and could not be stopped. Priming fluid had been recirculated for approximately three hours when the pump began to squeal. *no patient involvement as this occurred prior to cardiopulmonary bypass. *product was changed out. *surgery was completed successfully.